Event description:
It was reported that in 2004, the surgeon found by x-ray that the locking screws at t2 distal hole fractured. The surgeon retrieved and replaced them with new screws. The surgeon suspects that the screws fractured due to mis-reduction.